Event description:
It was reported to boston scientific corporation that a speed band super view super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, two bands were deployed at once. The procedure was completed with another speed band super view super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned with just the ligator head, it had two bands on it, and both were overlapped to one another. One of the ligator housing teeth was bent. No other problems with the device were noted. The reported event of bands prematurely deployed cannot be confirmed. Upon analysis, the bands in the ligator head were overlapped, and one of the ligator housing teeth was bent. It is possible that this problem when trying to deploy the bands might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged wich could have also affected the functionality of the handle when deploying the bands. However, the handle was not returned; therefore, it is not possible to see if the handle had some sort of problem when deploying the bands, or if the trip wire was correctly assembled during preparation. Due to lack of evidence and without proper evaluation of the device, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, two bands were deployed at once. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.